Event description:
Boston scientific crm received information that two days post implant, both leads were explanted and replaced secondary to dislodgement. The ventricular lead was confirmed as dislodged, and only capturing intermittently. This atrial lead had not been confirmed as moved, suspect only, but the numbers had deteriorated drastically. The patient is suffering from an amiloid heart and it is believed that it is the patient's condition and not the leads that contributed to the clinical observations. Both leads were explanted and replaced.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.